Manufacturer narrative:
(B)(4). Revision surgery was required to remove a nail construct due to non-union. All components of the construct were removed intact. The cause of non-union is unknown. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 27-jul-2007, expiration date: 30-jun-2016, part #: 04.003.557s, lot#: 5535925 (sterile) - 12mm ti lateral entry femoral recon nail-ex/ 380mm/ lt- sterile quantity 6. Lot was release to the warehouse on 27-jul-2007. No ncrs were generated during production. Device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2016 for a left femur fracture due to non-union. The original surgery occurred on (B)(6) 2012 and an intra-medullary (im) nail construct was implanted. All nail construct components were removed intact with no allegation of deficiency. There were no reports of breakage or migration for any of the implants. The patient was revised to a new im nail with bone grafting. No surgical delay or additional intervention was reported. The cause and timeframe of the nonunion are unknown. There were no malfunctions with any of the devices, all hardware was removed intact with no problems. Surgeon is satisfied with the patient outcome, there was no surgical delay and the revision surgery was successfully completed. This complaint involves 3 devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.